Manufacturer narrative:
No product problem detected. Dentist should have consultetd instruction for use to prevent this from happening.

Event description:
Insertion post for dental implant fractured. Implant could not be placed.